Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of catheter being damaged could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # and UDI# provided is for a similar product that is sold in the us.

Event description:
It was reported that there was a hole in the body of the piccline catheter.